Manufacturer narrative:
Unable to prime the insulin pump during the prime test due to a protruded/loose drive support disk. Unable to perform the occlusion and excessive no delivery tests due to the prime anomaly. The device did pass the displacement, self-test and error tests. A cracked battery tube threads and cracked reservoir tube lip noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's husband reported hospitalization due to low blood glucose. The blood glucose reading at the time of the event was 33 mg/dl. Caller stated that the customer was combative. Customer did not eat the night before. The paramedics were called. Customer was not taken to the hospital. The current blood glucose reading is 134 mg/dl. Caller stated that the drive support cap is protruded. The insulin pump will be replaced. Nothing further reported.